Event description:
It was reported the patient's ipg stopped working approximately a year and a half ago and no longer has communication with external devices. Patient is uncertain at this time if he will move forward with revision surgery.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.